Event description:
After a review of medical records, it was noted that there was significant osteolysis of the proximal femur. Hip capsulectomy was done and during this process, a large significant amount of white hematuria was expressed from the joint. There was extremely high pressure. Significant trunnionosis of the femoral trunnion with the femoral head, significant metallosis with trunnionosis. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Clinical symptoms code: metal related pathology (e1618) used to capture metal poisoning and blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer component code: appropriate term/code not available () used to capture no findings available. Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Summon email ad (B)(6) 2023 received. Patient alleges suffering heavy metal poisoning from the toxic heavy metals released by the pinnacle system resulting in injury to his muscles and tissue, suffered additional scar tissue formation, and now has a hip replacement with decreased longevity. Additionally, patient suffers including but not limited to significant pain, injury caused by metallosis, metal wear, metal poisoning, loss of enjoyment of life, and limitation of daily activities. Moreover, patient experienced emotional trauma and distress, mental anguish, economic loss. Doi: (B)(6) 2010 dor: (B)(6) 2022 affected side: unknown.